Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with ketoacidosis while using the infusion set. The infusion set was leaking insulin at the headset. The blood glucose result at the hospital was "over 500 mg/dl" and she was treated with insulin via IV. The patient was discharged from the hospital on (B)(6) 2017. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Evaluation codes was corrected since product was not returned.